Event description:
The customer contacted beckman coulter, inc. (Bec) to report smelling smoke from their synchron lx20 pro chemistry analyzer. There was no impact to pt sample results or pt treatment associated with this event. The customer reported that the analyzer had a power outage. When the power was restored and the customer tried to reboot the analyzer, the customer smelled smoke. There was no pt injury to the customer. Medical attention was not sought. It is unk if the facility has a risk management plan in place.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse reseated the power connections and checked all power supplies, cables, and boards for damage. No damage was observed. The analyzer booted normally and came to standby without incident. A root cause of this event has not been determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.